Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2022-05898. It was reported the system was explanted due to infection of extension wires and ipg. The infection resolved over time.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg and extension site(s); however, no explanted products were returned for analysis. The infection resolved over time. As a result, a device history record was performed to review and confirm the sterility of the ipg and extension(s). Based on the documents reviewed, the source of the infection remains unknown.